Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states specimens are hemolyzed from the nursing staff in the surgery departments. Customer states tubes are filled to the nominal mark and spun at 3155 (4200 rpm) for six minutes.

Manufacturer narrative:
Complaint: (B)(4). Received 22 pc 456279/b240134g for evaluation. Received customer pictures. We have no further complaints on the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. The alleged malfunction is not confirmed. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion.